Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2021-00083: screw 1, 3025141-2021-00084: driver 1, 3025141-2021-00085: driver 2.

Event description:
While inserting a micro acutrak 2 bone screw into the bone, the head of the driver stuck in the screw head. When the driver was pulled to remove it from the screw head, the screw pulled out of the bone. The surgery was completed, using a k-wire to achieve the reduction state.